Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports false positive architect total b-hcg assay results generated on an architect i1000sr analyzer. The following examples were provided: (B)(6): 31.40 and less than 1.20 miu/ml ((B)(6) 2016). (B)(6): 52.24 and less than 1.20 miu/ml ((B)(6) 2016). No suspect results were reported from the lab. There is no reported impact to patient management.

Manufacturer narrative:
An abbott field service engineer (fse) went onsite to inspect the architect i1000sr analyzer and proactively replaced five manifold kit valves on the wash zones and three trigger/pre-trigger 2-way bypass valves as well as the pipettor probe. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect total b-hcg assay package insert both contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.